Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the emergency medical services were dispatched on (B)(6) 3030 at 4:30 pm due to unconsciousness and low blood glucose of 60 mg/dl. The customer was treated with the juice and cookies before emergency medical service arrived and they gave some glucose packed via mouth. The customer declined the troubleshooting for defective issues and low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issue. Customer reported that they had changed sensor but it did not work with the first new box two sensor was failed. Customer reported that they had change sensor and calibration alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided related to hospitalization details with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported that the emergency medical service was called on (B)(6) 2020 due to hypoglycemia. The customer stated that the sensor did not warn that her blood glucose was low and the customer went unconscious. The customer's blood glucose was in the 60's mg/dl. The customer was treated with food prior to the paramedics arriving. The paramedics treated the customer with glucose pack orally. The customer was not taken to the hospital.